Manufacturer narrative:
The failure for heat was confirmed through functional evaluation, disassembly and visual inspection. Through visual inspection, the spindle housing/drive shaft was confirmed to be damaged as the set screw was worn.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully using back up equipment with no clinically significant delay. The patient received a 1.5cm first degree burn on the upper lip that extended on to the skin between the upper lip and the nose. The patient was given antibiotics as a precaution and applied vaseline topically. No additional follow up is expected and no other adverse consequences or medical intervention was reported.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully using back up equipment with no clinically significant delay. The patient received a 1.5cm first degree burn on the upper lip that extended on to the skin between the upper lip and the nose. The patient was given antibiotics as a precaution and applied vaseline topically. No additional follow up is expected and no other adverse consequences or medical intervention was reported.